Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The alarm was cleared and insulin deliveries were successfully resumed. Tandem technical support educated the customer on common causes of occlusions (positional blockages, kinked cannulas, inflammatory response at the site etc). Customer's blood glucose level was 392 mg/dl.